Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was damaged in the cartridge. No patient injury or involvement was reported. Additional information was received and it was learnt that the haptics were ok, it was the optic that was damaged. No further information was provided.

Manufacturer narrative:
Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection showed that fibers/particles were on the cartridge related to the handling of the product in a non-sterile environment. No assembly error and/or defect related to manufacturing process were observed in the preloaded insertion system. The intraocular lens (iol) was returned out of the preloaded delivery system. Residues of viscoelastic solution (ovd) and fibers/particles were observed on the lens compatible with handling the unit and suggesting the lens was handled/prepared for surgery. No damages were observed on the lens. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.